Manufacturer narrative:
Received report (mw5091754) through FDA's medwatch program on 06jan2020 and is captured on vyaire reference number: (B)(4). Information such as user facility and serial number are currently unknown. Due to the lack of material for evaluation, no further investigation can be performed at this time.

Event description:
The customer reported the bird blender was set to twenty-one percent (21%) of fraction of inspired oxygen (fio2). The customer reported upon further investigation, the device was giving off 87.5% fio2.